Event description:
On (B)(6) 2021, allergan aesthetics received a report that a patient was treated on (B)(6)2020 with coolsculpting to the lower abdomen and flanks using a cooladvantage applicator and developed a lump in the treated area on the abdomen. On (B)(6) 2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the lateral abdominal wall (love handles).

Manufacturer narrative:
Additional, changed, and/or corrected data: g3.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks on (B)(6) 2020 using the cooladvantage applicator with coolcurve+ contour and presented with paradoxical hyperplasia (ph). The patient underwent vaser liposuction and renuvion of abdomen, flanks, and submental on (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient reported they received coolsculpting treatment about four months ago and have developed a lump on the stomach and stated it was paradoxical hyperplasia.